Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had pain in the left side of the back, abdomen, and left leg since (B)(6) 2016. The patient had symptoms of a urinary tract infection (uti) since (B)(6) 2016 and the patient was being treated for the uti for 2 weeks by their primary care physician (pcp). The patient was given antibiotics for the uti and had a CT scan to check for stones on (B)(6) 2016 and none were found. The patient did not turn of stimulation off beforehand and hadn't noticed any changes to stimulation. There were no trauma or falls that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.